Manufacturer narrative:
There have been no other complaints reported in the lot number. Information was provided that a qualified cartridge and handpiece were used. Information was provided that indicated the use of a viscoelastic, which was not qualified for cartridge use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) due to "terrible vision",glare and halos. The iol was exchanged for an alternate iol. The patient reported improved symptoms following the iol exchange.